Event description:
It was reported that a pt had their catheter revised because of a cerebrospinal fluid (csf) leak. The catheter had been used for intrathecal baclofen therapy (lioresal). Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).